Event description:
The manufacturer received information alleging that the compressor was not working and there was housing damage with a burn mark on the front/top on an everflo device. The device was not in use on a patient at the time of the occurrence. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the compressor was not working and there was housing damage with a burn mark on the front/top on an everflo device. The device was not in use on a patient at the time of the occurrence. The device was evaluated by third party service center and customer's complaint was reproduced. Due to the low oxygen of sieves, replacement is necessary. Additionally, the braided silicone tube is damaged, and the front cabinet is cracked. Inlet filter will be replaced due to preventive maintenance.

Manufacturer narrative:
This report is being submitted to correct the description of event or problem previously reported as the complaint assessed as not reportable event. The device was evaluated by a third-party service center, and the customer's complaint regarding broken housing was reproduced. The device showed no signs of burning or burn marks, which had been previously reported on the housing. Additionally, the sieves needed to be replaced due to low oxygen levels, the braided silicone tube was found damaged, the front cabinet was cracked, and the inlet filter needed to be replaced as part of preventive maintenance. The device was returned unrepaired. Section, describe event or problem, problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.